Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for implantable cardioverter-defibrillator (ICD) shocks. Interrogation showed controller clock reset. The system controller alarm review showed low voltage advisories and hazards. It was presumed there was a pump stoppage following depletion of 14v batteries and then 11v battery. Pump remained on and running without indication of malfunction. Log files displayed multiple strings of controller clock corrupt alarms during the entire length of the log file history, including a couple low power advisory(s) while tethered on batteries at the controller black power lead. There were no other unusual events seen within the log files.

Manufacturer narrative:
Corrected data: section e3: occupation corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number(B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding pump function were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.